Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The insulin pump was returned for analysis.